Event description:
Info received indicates, the root siderail will not latch.

Manufacturer narrative:
The technician found the pulse ox wiring was interfering with the siderail latch. The wire was removed to repair the bed.